Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 767 mg/dl. Customer was experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip. Customer allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No under delivery anomaly noted during testing. (B)(4).